Manufacturer narrative:
Results - bd received 1 loose 1cc, 8mm syringe. The returned syringe was examined and exhibited a small amount of clear liquid in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Unable to perform DHR check due to unknown lot number. Conclusion - possible root causes for excess silicone include: associates do not de-gas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. Complaint confirmed. However, as mentioned above, silicone does not cause patient harm. Therefore this is not a significant issue. CAPA # (B)(4) and situation analysis # (B)(4) have been opened to address this issue.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a ¿sticky foreign liquid¿ was found in the barrel of a bd plastipak¿ 30g insulin needle with attached syringe barrel. There was no report of injury or medical intervention.